Manufacturer narrative:
(B)(4). Additional concomitant medical products: catalog #: 195543, vgxp as e1 tib brg lm/rl 10x67, lot # 737650; catalog #: 195808, vgxp xp e1 tib brg ll 10x63, lot # 058590. (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unknown if product will be returned.

Event description:
It was reported that patient who underwent total knee arthroplasty approximately 6 months ago. Subsequently, the patient was revised due to locking bar backing out.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed due to visual examination which are consistent with the bar not being fully engaged with the tibial tray as well as x-rays stating that there is medial displacement of the tibial locking bar. Device history record was reviewed and no discrepancies relevant to the reported event were found. It cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion therefore a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.